Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. Customer tried to unplug and plugin the power cable issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row e was found off the bus for the enhanced half-height drawer 2.2. A field service engineer (fse) found that diagnostic light on the tray appeared weak, so it was pulled down for full diagnostics. To access row e, the cubies in tray d were released, revealing two medication foils sitting on the cubie connections for tra e. The debris was removed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.